Event description:
It was reported the patient fell off a ladder and the device header was damaged, at the rv coil pin port. It was also reported there was sensing difficulty. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
It was reported there was sensing difficulty. It was also reported the patient fell off a ladder and the device header was damaged, at the rv coil pin port. The device was replaced. No patient complications have been reported as a result of this event.